Event description:
The lay user/patient called lifescan (lfs) in 2006 and alleged that her meter was set to the incorrect unit of measurement. The medical affairs specialist mailed a letter 3 days later, since the user could not be reached by telephone for further clarification. In 2006, the patient tested her blood glucose before going to work and obtained a result of "4.9 mmoi/l". The patient interpreted the meter result as 48 mg/dl. It is not known if she took her morning soe of insluin. She drank some juice and then went to work. After arriving at work, was feeling nausea and had a headache. She tested on a meter at work (as she works in a hospital) and her blood glucose was as 220 mg/dl. The patient took a glucophage pill, which is 1000 mg. Upon returning home, she tested her blood glucose on her reading and the result was 7.2mmoi/l. She then claled lfs for assistance. It is not known if the patient took an extra glucophage pill in the morning or if she had a skipped her pill before going to work. She did not receive any treatment, other than taking her glucophage pill. The patient stated that she changed the unit of measurement when changing the battery on her meter. Although, the patient stated that she changed the unit of measurement, this complaint is being reported, as the patient misinterpreted her meter result and treated for low blood glucose, and she subsequently suffered from hyperglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.